Event description:
It was reported that the patient had a decrease in therapeutic effect. It was stated that the original lead was 'not working great' for therapeutic benefit. The patient had a new (second) lead implanted in the same location and the original was left in place and remained connected. It was also stated that only the new lead was used over the couple months prior to report. It was noted that with only using the new lead the patient was 'getting benefit, but not as much as they expected' so the patient's nurse wanted to try to activate the new and old lead at the same time and lead reconfiguration was discussed. No further information was known at the time of report. Additional information was requested and if received, a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type extension; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type extension; product ID 37642, serial# (B)(4), product type programmer, patient; product ID 3387s-40, lot# v829968, implanted: (B)(6) 2011, product type lead; product ID 3387s-40, lot# va01uj1, implanted: (B)(6) 2012, product type lead; product ID 3387s-40, lot# v829968, implanted: (B)(6) 2011, product type lead. (B)(4).

Event description:
Additional information stated the healthcare provider was able to program both leads successfully and it was helping with the patient¿s tremors. It was noted the patient hoped it would help more. It was also noted that the impedances were good for both leads.

Manufacturer narrative:
Concomitant medical products: product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID 37642, serial# (B)(4), product type: programmer, patient. Product ID 3387s-40, lot# v829968, implanted: (B)(6) 2011, product type: lead. Product ID 3387s-40, lot# va01uj1, implanted: (B)(6) 2012, product type: lead. Product ID 3387s-40, lot# v829968, implanted: (B)(6) 2011, product type: lead. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID 37642, serial# (B)(4), product type: programmer, patient. Product ID 3387s-40, lot# v829968, implanted: (B)(6) 2011, product type: lead. Product ID 3387s-40, lot# va01uj1, implanted: (B)(6) 2012, product type: lead. Product ID 3387s-40, lot# v829968, implanted: (B)(6) 2011, product type: lead.

Event description:
It was later reported patient had right leg weakness. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information.

Manufacturer narrative:
(B)(4).